Manufacturer narrative:
The patient will be followed up in one month. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An initial report was previously submitted to FDA on 05/10/2007; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. (B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time of 20.3 seconds with a battery voltage of 2.65v. Subsequent information was received that this device was electively explanted and returned. No adverse patient effects were reported.